Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease.

Event description:
It was reported that a pt had a superficial femoral artery (sfa) intervention via a retrograde left femoral artery puncture and an angio-seal was deployed. Two days after the procedure, the pt stated they had pain in their leg. An ultrasound was performed and results revealed an occlusion of the common femoral artery, which was thought to be close to the location where the angio-seal had been placed. Approx 18 days later, surgery was performed, which revealed 99% occlusion of the common femoral artery. The angio-seal was also removed at this time. The pt was reported to be fine after surgery and was later discharged from the hospital. Add'l info was not available.